Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege that since completion of the hip replacement surgery, the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patients ability to perform normal and enjoy regular activities has been impaired.

Event description:
Litigation papers allege that since completion of the hip replacement surgery, the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patients ability to perform normal and enjoy regular activities has been impaired. The patients ability to perform normal and enjoy regular activities has been impaired and the patient has been told that a revision is necessary to remove the device. **update**(B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.